Event description:
While setting up infusion for patient and the cassette portion of the IV broke into pieces. The staff did not give any more information than what was provided. It apparently happened on more than one occasion. They changed sets and continued the care they were providing.